Event description:
It was observed that during the device evaluation, the scope tested positive for microbial contamination. All channels were sampled. There was no patient involvement. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 4cfu. Bacterial identification: pseudoxanthomonas mexicana. Sampling from: auxilliary channel. Cfu: 1cfu. Bacterial identification: microbacterium sp. Sampling from: instrument channel. Cfu: 1cfu. Bacterial identification: paenibacillus provencensis. Sampling from: suction channel. Cfu: >80cfu. Bacterial identification: stenotrophomonas maltophila. Sampling date: (B)(6) 2025. Sampling from: distal end, air/water channel, auxilliary channel, instrument channel, suction channel. Cfu: <1cfu. Bacterial identification: n/a.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Growth of microorganisms were reported through culture testing by olympus. Olympus later culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.